Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between march 3-4, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned device which showed that the tubing was broken off at the solvent-bonded junction of the stress-member. Remnant of the broken tubing remained inside the solvent-bonded area of the stress-member. Further inspection on the broken tubing under the microscope shows evidence of jagged edge on the tubing which suggests the tubing may have been inadvertently pulled with excess force that caused the tubing to break off. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had an unspecified damage in the drug injection line. This was observed during setup. There was no patient involvement. No additional information is available.